Manufacturer narrative:
The evaluation concluded no defects were present as a result of the manufacturing process. The returned abutment hex was fractured at the junction of the hex and the abutment body. The abutment body was not returned with the fractured hex. Therefore, unable to inspect the abutment for physical damage. The evaluation concluded unable to determine the root cause of the failure due to the abutment body not being returned with the abutment hex.

Event description:
Coping hex fractured.